Event description:
The report was called into the service dept and stated that the unit "coags on its own".

Manufacturer narrative:
The device has been received and is under eval. Further info has also been requested. When the investigation is complete, a follow-up report will be submitted.